Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity: 3. The following sections could not be completed with the limited information provided. This report is 1 of 3 being filed for the same patient (reference 1825034-2017-01331 / 01333 / 01334).

Event description:
It was reported that while inserting the screw, the tips of three drivers broke off inside the screw and a fourth was bent. It took over an hour to remove the broken heads in attempting to finish the procedure. The screw was ultimately removed, and a different model of screw was used to complete the procedure. The procedure was delayed by 60 minutes or more. Further information is not available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, the tips of the drivers are twisted. A portion of the tip of two of the cannulated drivers were fractured and the fractured pieces were returned. A portion of the tip of the solid driver was fractured and the fractured piece was not returned. The drivers met print specifications where measured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. Investigation results concluded that the root cause of the failure is related to plastic deformation as a result of the design of the device. Complaint history review identified additional complaints related to this issue, and a corrective actions investigation is ongoing. As part of corrective actions, a field communication was sent out to the sales force. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while inserting the screw, the tips of three drivers twisted and fractured inside the screw and a fourth twisted. It took over an hour to remove the broken heads in attempting to finish the procedure. The screw was ultimately implanted. All fractured pieces were removed from the patient. The procedure was delayed by 60 minutes or more. Further information is not available.